Manufacturer narrative:
It was reported that after stenting, patient feel pain on left side, and when removing stent was noticed that part of stent was disappear. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. As a result of analysis of returned device, fractured stent was returned. Since there was no retrieval string on returned stent, it was considered that distal part of stent was implanted in abscess and removed. There was some residue in stent cover. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Patient had an abscess (pseudocyst). He has had a lot of infections and he got lot of antibiotics and pain killers. So, stent fracture might be affected due to patient's lesion status. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. According to device history records, there was no problem with that device. So it is difficult to judge fracture by device malfunction. It is considered that stent was fractured due to patient's lesion status; and also stent wire was completely fractured so the proximal part was disappeared. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
(B)(6) 2016 stent was implanted in pseudocyst, between ventricles and pseudocyst. Patient had an abscess (pseudocyst). He have had a lot of infections and he got lot of antibiotics and pain killers. (B)(6) 2016 stabbing pain on left side. (B)(6) 2016 when removing stent was noticed that part was inside abscess but the ventricles side of stent was disappear.